Event description:
Ous MDR ¿ there was a problem with the extension of the helix. This lead had been found dislodged at a routine follow-up. The physician attempted to revise the lead, but was unsuccessful. After 40 rotations, this helix still would not extend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.